Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported during a site visit that three tubing leaks occurred last year. This event occurred on the neuro surgical ICU [intensive care unit]. The clinician could not provide any further information such as what was infusing or where any of the leaks were located on the tubing.